Event description:
When the tungsten loop electrode was used to do a cervical biopsy, the loop broke. The cut was insufficient and another section of the cervix was taken with another loop. No harm to the patient. It is unknown if the new device was of the same or different lot.